Event description:
It was reported that the patient underwent an ipg explant procedure due to unknown reason. The explanted ipg was not returned. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.